Manufacturer narrative:
Per information received, it was indicated devices were available for evaluation. However, the ribloc low profile guide assembly (part number: rbl2520, batch numbers: 583843) has not been returned for evaluation at this time. Manufacturing and inspection records were reviewed, and no anomalies were found. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery that the low-profile guide assembly broke upon power assisted decompression. The guide assembly broke into three pieces (two small and one large). All the pieces were retrieved. It was also reported the power setting was in screw reverse mode @135 rpm rather than compression reverse mode, possibly causing the part failure. The surgery was completed after a 10-minute delay. No adverse patient consequences were reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned ribloc low profile guide assembly (part number rbl2520, batch number 583843) was examined visually under magnification. The ribloc low profile guide assembly (part number rbl2520, batch number 583843) was returned in three separate pieces. The device was broken on the slider j-hook subcomponent (rbl2522). The breakage specifically occurs near the topmost portion of this subcomponent (the end furthest from the hook) and cuts across a weld on the subcomponent (the laser weld affixing the rbl2526 stop pin onto the rbl2522 slider). The breakage exhibits an uneven pattern resulting in a singular fracture surface; the fracture surface's angulation to the device axis varies along the length of the surface, but all portions of the fracture surface appear to be some degree off-axis / non-perpendicular to the device axis. The fracture surface was sporadically textured with no signs of ductility; the surfaces exhibited brown discoloration which may indicate corrosion or rusting was present. The noted phenomena may be indicative of a brittle fracture, which may originate from scenarios where high loads or torques are applied. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.